Event description:
The reporter states that the expiration date on the vial of the accu-chek aviva strips is 1/31/09. The manufacturer expiration date for the vial of accu-chek aviva strips is 12/31/2008. No adverse event reported. New system sent to customer and return requested.